Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The physician explanted and replaced the rv lead. The patient condition was stable.